Event description:
It was reported that during a shoulder arthroscopy using a speedlock implant with inserter handle, the implant was initially inserted too deep into the bone. When the surgeon attempted to back up the implant, it broke off of the inserter and had to be abandoned in the bone. There were no significant delays or other patient complications reported as a result of this event.